Event description:
It was reported that the pump touch screen was cracked and touchscreen unresponsive and illegible.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.the customer reverted to an alternate method in insulin therapy. A correction injection via manual injection was administered to address bg level. The customer continued to use the pump for insulin therapy.